Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown. They met with the patient on (B)(6) 2024, changed program. Unknown if the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in the hospital for reasons not related to the device/therapy. The patient was given some different meds and was having some issues at the hospital with bladder symptoms (urinary frequency). Patient representative (pt rep) said the patient came home from the hospital and still had the bladder symptoms and said that the patient had been peeing all the time since about 2-3 weeks ago. Pt rep thought maybe the bladder symptoms would've gone away now that pt was out of hospital but they had not so pt needed their therapy adjusted but pt didn't have access to their external equipment because they left it at their home when evacuating from hurricane. Agent reviewed role of representative and emailed field staff to send message about patient's situation to see if rep could assist pt. Patient services also emailed pt rep doctor's listings for where pt was currently staying. The rep responded and said they would reach out to the patient.